Event description:
Additional information reported that the previously reported information was in reference to another manufacturer's device. It was reported that there was no issue with the patient's pump.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the implant of the pump in (B)(6) 2012, the incision continued to leak "profusely and constantly", and the patient had to have another surgery in (B)(6) 2012. In (B)(6) 2012 the patient had the incision scar repaired by a plastic surgeon and needed to get breast implants due to the tissue pulling down from the incision. The patient noted being in a lot of pain all the time and was not able to be on oral medications. The patient noted they would go to the emergency room because they did not know what to do when they had pain. In (B)(6) 2012 when the patient had a refill they had to "stick" her several times before they were able to eventually find the port. The patient noted the port was directly under the incision and scar tissue. The patient was scheduled for a follow-up appointment in the future. The pump was delivering dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).